Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top cover and the fantail region, as well as a severed electrode these are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of low impedances could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed the electrical tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Revision surgery will be scheduled.